Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited low pacing impedance. Programming changes were made, and the patient was in stable condition.